Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the balloon and inflation lumen, consistent with a rupture while in the patient anatomy. The stent implant dislodged from the balloon and was located loose on the distal shaft. There was no damage noted to the stent implant. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Difficulty advancing the stent delivery system (sds) through the guiding catheter/lesion/anatomy may be influenced by several factors including, but not limited to, manufacturing (stent crimping), stent damage, guiding catheter damage, handling during removal of the protective sheath or preparation for use, insertion technique, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are checked for stent damage and crimped stent profile. The patient anatomy was reportedly heavily tortuous and moderately calcified which may have contributed to the reported difficulties. The tip length and stent outer diameters were measured and met manufacturing criteria. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to the rated burst pressure, when fluid was observed coming out of a longitudinal rupture in the balloon 3 mm distal to the proximal balloon marker and extending proximally, for an overall length of 4 mm, confirming the reported information. There were no scratches found and it could not be determined if the longitudinal rupture was along a crease or fold in the balloon. Balloon material ruptures can be affected by numerous factors including, but are not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as moderately calcified and may have contributed to the reported difficulty. Scanning electron microscopy analysis confirmed a longitudinal leak in a fold at the proximal end of a ring. It was determined that the balloon failure may have been attributed to mechanical damage to the outer surface. Mechanical damage was observed at and adjacent to the leak edges. There was a pinched area and longitudinal lines observed adjacent to the leak. In this case, it was reported the sds was re-inserted into the patient anatomy after the failed attempt to cross, which may have contributed to the stent moving on the balloon and pinching of the balloon material. Further handling of the sds during packaging, handling and return to abbott vascular for analysis likely contributed to the stent dislodging from the balloon. It should be noted the promus instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. All stent delivery systems are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with heavy tortuosity and calcification. Pre-dilatation was performed. During advancement of the 3.5 x 8 promus stent delivery system (sds), resistance was noted with the guiding catheter, and the device did not cross the lesion. The sds was removed, and it was confirmed that the stent was mounted properly on the balloon. Additional dilatation was performed, and another attempt was made to implant the promus in the lesion; however, a balloon rupture occurred at unknown atmospheres. The sds was removed, and it was noted that the stent was mounted on the balloon, but appeared to be migrated on the balloon. The physician commented that the stent may not have been tightly mounted on the balloon, causing the movement. Another promus was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: athlete, runthrough. Guide cath: mach1 7f jl4. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.